Event description:
Staff went into patient room to assess patient and lab draw, and noticed the pump had "device malfunction: software error" displayed on the screen and it was no longer infusing and no visual or audible alarms were present. The pump was not locked into "clamped" position therefore unable to discern whether the patient had received a bolus or lack of medication.